Manufacturer narrative:
No RMA initiated for this event. Model number m41 pronto wheelchair serial number/date code (B)(4) is approximately 3 years and 7 months of age. The user manual 1143206 rev f (june 08) was issued with the device. It is unknown if the user has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age is unknown. The consumer weighs (B)(6) and is approximately (B)(6) tall. The consumer's technique while using the device is unknown. The dealer alleges that the consumer did not have any service or repair since (B)(6). The consumer alleges that the power wheelchair is no longer working or turning on, and the unit will not charge.

Event description:
Customer alleged chair not running at all. No injury alleged.